Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. A lot number has been provided. A device history lot review is pending. Additional reporter: (B)(6).

Event description:
The event involved a 1o2¿ valve (blue) w/check valve, rotating luer where it was reported when the surgeon was using the valve, he found that the patient's infusion could not be delivered. After checking and removing the valve, the liquid dripped in smoothly. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
The reported complaint of no flow could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.